Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during breast tissue marker placement under stereotactic guidance, the marker was protruding outside the sample notch and allegedly the probe was difficult to remove. It was further reported the marker was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one encor probe was returned for evaluation. The probe was returned with a gelmark ultra marker applicator inserted. The applicator tip was protruding from the sample notch of the probe. During functional testing, the applicator was removed from the probe without issue. Tissue was found within the cannula causing the tip of the applicator to protrude through the probe aperture. The tissue was removed and the applicator was re-inserted into and removed from the probe without issue. Therefore, the investigation is unconfirmed for any device-device incompatibility issues. Additionally, the investigation is confirmed for the identified filling problem and inconclusive for the reported removal difficulties as the conditions of use could not be recreated (e.g. Patient tissue). Per the investigation details, tissue was found within the returned probe cannula causing the applicator tip to protrude from the sample notch of the probe. There were no compatibility issues identified between the returned probe and returned marker applicator once the tissue was removed. Although the identified filling problem may have contributed to the reported removal difficulties, the definitive root cause for the reported issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during breast tissue marker placement under stereotactic guidance, the marker was protruding outside the sample notch and allegedly the probe was difficult to remove. It was further reported the marker was placed. There was no reported patient injury.